Manufacturer narrative:
The freestyle librelink complaint was investigated and determined that there were no issues with the librelink application that would have led to the complaint. The user reported having signal loss with the freestyle librelink application. Successfully received glucose alarm notifications when using a similar configuration, and was unable to reproduce the complaint. Therefore, the complaint is not confirmed. All pertinent information available to abbott diabetes care has been submitted.

Event description:
An alarm issue was reported with the adc application in use with a samsung fm-a2236 b android 13 operating system. The low and high glucose alarms did not sound and customer was not alerted of changes in glucose level. As a result, the customer dizziness, "no energy, and a loss of consciousness. The customer had contact with a healthcare professional who administered glucagon for treatment. There was no report of death or permanent injury associated with this event.

Event description:
An alarm issue was reported with the adc application in use with a samsung fm-a2236 b android 13 operating system. The low and high glucose alarms did not sound and customer was not alerted of changes in glucose level. As a result, the customer dizziness, "no energy, and a loss of consciousness. The customer had contact with a healthcare professional who administered glucagon for treatment. There was no report of death or permanent injury associated with this event.

Manufacturer narrative:
An extended investigation has been performed for the reported complaint and determined that there were no issues with the librelink application that would have led to the complaint. The user reported having signal loss with the freestyle librelink application. During investigation, glucose alarm notifications were successfully received when using a similar configuration, and was unable to reproduce the complaint. Therefore, this issue is not confirmed. All pertinent information available to abbott diabetes care has been submitted.

Event description:
An alarm issue was reported with the adc application in use with a samsung fm-a2236 b android 13 operating system. The low and high glucose alarms did not sound and customer was not alerted of changes in glucose level. As a result, the customer dizziness, "no energy, and a loss of consciousness. The customer had contact with a healthcare professional who administered glucagon for treatment. There was no report of death or permanent injury associated with this event.

Manufacturer narrative:
The customer¿s product data has been requested for investigation. A follow-up report will be filed once additional information is obtained. The device manufacturing date is unknown. The date entered in section h4 is the date abbott diabetes care became aware of the event. All pertinent information available to abbott diabetes care has been submitted.